Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited ventricular pacing with no deflection on the rate/sense channel. Threshold measurements were noted to be stable. The patient primarily had conduction and had chronic atrial fibrillation (af). The patient would be brought in for evaluation. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that the patient was brought to their clinic to perform threshold testing, and the patient was in atrial flutter with rapid ventricular response (rvr). The thresholds were therefore not tested at that time. The patient was treated for their rvr, and was brought back to the clinic and thresholds were performed. Threshold measurements were good, with no loss of capture and no patient symptoms. No actions/interventions were required. The lead remains in service.